Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed image guide connecting tube coating peeling issue could not be determined, however, the issue was likely the result of physical stress - user handling/mishandling or external factors. The event can be prevented by following the instructions for use (IFU) which states: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the bending rubber had slack caused by excessive squeezing. The adhesive on the bending rubber was deteriorated and chipped. The connecting tube was dented and wrinkled. The bending angle in the up direction did not meet specifications due to wear of the angle wire. The instrument channel was damaged so a channel cleaning brush or forceps could not be inserted smoothly. The scope connector, universal cord, up/down plate, angulation lever, grip, switch box, control unit, and scope cover were scratched. The image guide bundle had a stain. The electrical connector had discoloration due to fluid ingress. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The evis lucera bronchofibervideoscope was returned to an olympus service center for evaluation with a report that the image displayed was blurred. There was no patient or user harm reported. Inspection and testing found that the coating material on the connecting tube was deteriorated and peeling off. This report is being submitted for the malfunction found during the device evaluation.